Event description:
The reporter stated that the surgeon had successfully inserted a three piece silicone lens model aq2003v into the patient's eye. However, the surgeon noticed the patient's capsular bag was torn. He enlarged the incision, removed the lens, and performed a vitrectomy. Another model lens was implanted in the sulcus and a suture was used to close the wound. The reporter stated that the surgeon didn't think it was due to the lens, that the patient had a pre-existing weak capsule.

Manufacturer narrative:
A visual inspection of the returned product shows the lens has no visible damage. There is clear surgical residue on the lens. Both sides of the optic and haptics were checked for rough/sharp edges and the edges were found to be acceptable. Conclusions: no conclusions can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.